Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that during the implant of this cardiac resynchronization therapy pacemaker (crt-p), left ventricular (lv) impedance measurements were 2000 ohms. No adverse patient effects were reported. The device remains in service.